Manufacturer narrative:
One pump was received for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inspection of the pump found it to be in good physical condition. Power up of the pump displayed lec 1660, and the customer's complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device data log was unable to be downloaded for review. Functional tests included use testing. The pump was powered up and displayed an error code. The error did not allow the pump to completely power up or download the event log or error log. The main power board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the main power board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.